Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 01/11/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: - what is the lot number? (Alphanumeric lot number 6-8 digits)¿¿ all answers above are unobtainable. Once there is any update, we will update the information. - was there any adverse consequence associated with the patient?

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? (Alphanumeric lot number 6-8 digits). Was there any adverse consequence associated with the patient?

Event description:
It was reported that the patient was hospitalized due to left leg fracture, and the patient was treated surgically on (B)(6) 2021 and suture was used. During the procedure, the suture broke, which was immediately discontinued, and a new suture was replaced to continue the suture and used normally to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Event description:
It was reported that the patient was hospitalized due to left leg fracture, and the patient was treated surgically on (B)(6) 2021 and suture was used. During the procedure, the suture broke, which was immediately discontinued, and a new suture was replaced to continue the suture and used normally to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? (Alphanumeric lot number 6-8 digits). Was there any adverse consequence associated with the patient?